Manufacturer narrative:
The revolve ultrasound probe is a sterile, single-patient device that may be used with imaging guidance to excise a tissue sample for diagnosis. One mhus08 probe lot number f11729464d was returned for evaluation. Breast tissue was found in the sample cup upon receipt. The device initialized and using chicken breast as a medium, the device was able to obtain samples. The device was disassembled for evaluation and no "anomolies" were noted. The device was determined to be a conforming device. The initial voice of the customer received on 6/04/2018 was deemed not reportable as no patient consequence was noted. However, due to the discovery of the tissue, during the device evaluation on 12/14/2018, this event was reassessed for reportability against the result of the investigation. Following consultation with our medical director, due to the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples, pursuant to 21 cfr 803, this failure mode was determined to be a reportable malfunction.

Event description:
Devicor medical products, inc. Received a report from the affiliate stating, " in the sample mode, breast tissue could not be taken. User pressed the sample button; breast tissue could not be taken and the suction function was activated and 3-way valve opened and saline was injected with a syringe but breast tissue sample not held in chamber. Procedure was completed with another probe with no patient consequence". This has been documented in our system as record # (B)(4).